Event description:
(B)(6) reported that a pt underwent a surgical procedure total hip replacement (diagnosis: coxarthritis) with a cemented femoral stem. After several months, the pt started to experience severe pain at right hip, with related pain in the right leg followed by limited functionality and walking impairment. After an examination, the x-rays showed the fracture of the cemented femoral stem, with no problems related to the other components of the prosthesis. On (B)(6) 2010, the pt underwent a revision surgery in order to substitute the broken stem.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.